Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter alleged that battery life was shorter than expected. There is no further information, regarding the complaint, available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 02/05/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 01/22/2015 with the following findings: there was no evidence of short battery life or excessive battery usage observed in the black box data. A battery cap was not returned with the pump; a test battery cap was used during the analysis. Evaluation revealed that the pump drew electric current at levels within the specifications: the reported battery-life issue was not duplicated. The pump case was removed, and no evidence of internal damage or defect was found. The following findings are unrelated to the reported issue: the battery compartment was observed to be cracked in the thread area and below the grip pad. The test battery cap was unable to secure to the suspect pump case per the instructions for use (IFU) due to the battery compartment damage. The display screen visual was observed to be dim and discolored due to an unidentified display failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.